Event description:
The manufacturer received information related to a rep dreamstation auto CPAP. The reporter alleges the patient received a device with a different serial number than their assigned device. The allegation includes that the patient is dead. There is no report of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.